Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-implant the right atrial (ra) lead exhibited undefined bipolar impedance qualified as high, undersensing, oversensing, far field r-wave (ffrw) oversensing and had dislodged into the right ventricle. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.